Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, noise was noted on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only the distal portion) was returned in one piece measuring 43.0 cm. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of internal shorts. Conductor discontinuities was due to procedural damage to the cables.